Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittently high pacing impedance measurements from the 700 ohms range to greater than 3,000 ohms. The health care professional (hcp) saw this patient in clinic and verified this issue was not due to the non-boston scientific right ventricular (rv) lead, rather was felt to be due to a device header issue as pacing was normal and no noise was observed. No adverse patient effects were reported. The device remains in service and will be observed.